Event description:
During a laparoscopic gastric tube procedure the one device clip would not feed into the jaw properly from the second clip; from the third clip, the clips scissored vessels. On two other devices the clips scissored. The case was finished with competitive clip applier without incident. There was no consequence to the pt.